Event description:
It was reported to medtronic minimed that the customer experienced the pump did not work anymore tested and device labels, including serial number and dome label stickers were reported as missing, removed, worn, faded, or damaged following usage. The customer reported a blood glucose value of 600 mg/dl. The customer reported hyperglycemia which did not require treatment. Troubleshooting was identified. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. The event involved product(s) mmt-1884. No further patient complications were reported. The customer would discontinue to use of the device, mmt-1884 was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.